Event description:
Same case as MDR ID#: 2134265-2013-01393 and 2134265-2013-01392.it was reported that during a percutaneous coronary intervention, pullback issues were noted.the 90% stenosed target lesion was located in a non-calcified and moderately tortuous middle left anterior descending artery. The ilab cart system 100v motor drive unit (mdu) was used in conjunction with the coronary catheter intended to visualize the lesion. It was noted that mdu was unable to pullback. The procedure was completed with another of the same device. No complications reported. The patient's condition is stable.

Manufacturer narrative:
(B)(4).device evaluated by MFR:the device was received for analysis. The unit has a missing pullback gear. The problem could be reproduced as indicated in the original complaint. A functional test could not be performed due to missing pullback gear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is wear and tear.(B)(4).

Event description:
Same case as MDR ID#: 2134265-2013-01393 and 2134265-2013-01392. It was reported that during a percutaneous coronary intervention, pullback issues were noted. The 90% stenosed target lesion was located in a non-calcified and moderately tortuous middle left anterior descending artery. The ilab cart system 100v motor drive unit (mdu) was used in conjunction with the coronary catheter intended to visualize the lesion. It was noted that mdu was unable to pullback. The procedure was completed with another of the same device. No complications reported. The patient's condition is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).